Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged a few months after implant and exhibited undersensing. The patient appeared to have twiddler's syndrome. A lead revision was performed to explant the rv lead. This rv lead was explanted and a new lead was implanted as a replacement. No additional adverse patient effects were reported.